Event description:
It was reported by the customer that when using the bd pyxis medstation es auxiliary, the device was not communicating. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes: correction: section b describe event or problem, a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A technical support specialist (tss) remotely connected to station. At the time of connection, the system had an uptime of 33 days. Cpu usage ranged between 25% and 68%, and memory usage was at 3.6 gb out of 3.9 gb (92%). Logs were checked and no errors were found. However, the event viewer showed that an error had occurred. The es server was reachable via ping. Then the tss restarted bd sync and maintenance services and rebooted station. Later, tss confirmed that the issue was due to a local network problem, and most of the devices recovered after being rebooted. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the device was not communicating. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.